Event description:
A malfunction alarm was reported during the pumping process of an insulin pump, specifically with alarm 20. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the alarm recurred, preventing the resumption of insulin therapy. Consequently, technical support arranged for a replacement pump, as the original was still under warranty, and instructed the customer on how to use an alternate form of insulin therapy, namely multiple daily injections (mdi). The customer was also guided on how to place the malfunctioning pump into storage mode and instructed to return it with a pre-paid label. The customer understood and acknowledged all instructions.